Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint ¿ patient was revised to address clunking noise and pain. Chromium serum level was 14.3 and cobalt serum was 19.0 as of (B)(6) 2012. Metallosis was present in the acetabular capsule, and there was white pus-like substance behind the metal liner. Update 2/6/2017: pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicated metallosis, pain, clicking sensation, clunking, and fibrinous debris. Lab levels confirmed the elevated metal ion levels. The stem is being added to the complaint. The doi was also provided. This complaint was updated on: 2/24/2017.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.